Event description:
The customer activated the pod on (B)(6) 2012. On (B)(6) at 10 am, his blood glucose was 253 mg/dl, which he corrected with a 3.3 unit bolus. It measured 203 mg/dl at 12 pm, and then 255 mg/dl at 11 pm. On (B)(6) at 9 am, his blood glucose was 99 mg/dl. It measured 259 mg/dl at dinner time at 5 pm, when he deactivated the device. He reported that the cannula was bent when he removed it.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises" to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."